Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, mild tortuosity, and 75% stenosis in the right coronary artery. Pre-dilatation was performed with a non-abbott device. A 3.5 x 28 mm xience sierra stent was deployed to the target lesion at 12 atmospheres; however, despite fully deflating, the stent delivery system balloon met resistance with the deployed stent on removal. The balloon was simply removed from the anatomy after inflating and deflating it several times. The stent was confirmed to be apposed to the vessel wall. A non-abbott balloon was used for post-dilatation as per standard procedure to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H10: device code 2017 - failure to follow steps/instructions a visual inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, factors which may contribute to difficulty removing the device (post deployment) include, but are not limited to, damage to the guiding catheter or balloon, stent wall apposition, anatomical conditions, deflation technique, insufficient support or interactions with other devices. It was reported that negative pressure was held for approximately 1 to 2 seconds before attempting to remove the balloon following stent deployment. It should be noted that the xience sierra instructions for use states: deflate the balloon by pulling negative pressure on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. In this case, it is possible the balloon on the sds was not completely deflated prior to retraction and interacted with the deployed stent, causing the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, negative pressure was held for about 1-2 seconds only before attempting to remove the balloon. No additional information was provided.